Manufacturer narrative:
The investigation into the limb ischemia - reversible issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced no distal pulses. The impella cp pump was placed via the 14 french sheath, but the pump was explanted due to an ischemic leg. The leg had no pulses, was removed via cutdown, and the patient was placed instead on venous-arterial extra-corporeal membrane oxygenation. The impella cp pump had only supported for five hours before it was explanted. The patient was noted to be in stable condition.